Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had brush bristles stuck in the scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device evaluation, an additional find of foreign material inside the light guide lens was discovered. Based on the results of the investigation, olympus confirmed foreign material came out of the device and that there was adhesion/clogging of the material in the scope. However, the type of the material cannot be identified. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. There was no physical damage at the place where the foreign material remained. Based on the results of the investigation, it is likely that the following led to the malfunction: humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Instructions for use states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.